Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced 6 infusion sets leakage at the event site on (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for 1 day. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02909 - device 5 of 6 e1: patient city: (B)(6) patient country: united states